Event description:
It was reported that the insulin pump had a rewind anomaly. While trying to rewind the insulin pump, the piston stopped in the middle of the process. Customer's blood glucose level was 187 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump was received with loud motor noise during testing due to faulty motor. Insulin pump was also received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, and cracked belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.